Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple battery error alarms including failed battery. The customer's blood glucose reading was 138 mg/dl at the time of incident. Troubleshooting found that there is moisture behind the display screen and the screen is faded in the middle. It was also found that the pump is cracked. The customer was advised that the device would be replaced. No further details provided.